Event description:
A medtronic representative reported that a surgeon alleged an inaccuracy, while in a tumor resection, using synergy cranial. Tracer registration passed and accuracy was verified. After removing the unsterile frame, draping and putting on the sterile frame, the bone flap was removed before checking accuracy again. After taking off the bone flap, the passive planar blunt was used, the surgeon touched the bone and the pointer showed deep inside the skull (a millimeter measurement could not be given). It was noted that sometimes when trying to track the probe, the 2d images did not appear in their quadrants. The surgeon opted to discontinue the use of navigation and re-scheduled the procedure for the following day. There was no harm to the patient reported.

Manufacturer narrative:
Patient weight unavailable from site at time of this report. A medtronic representative at the site, found the vertek arm was able to be tightened and hold in place properly; fully functional. Software investigation completed. Findings are that software engineers were unable to determine root cause as the reported behavior could not be replicated. The surgeon noted the frame could have been placed improperly or the vertek arm may have moved during draping. The re-scheduled case was successful.